Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial#: (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 04-oct-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving gablofen (1,000 mcg/ml, 50 mcg/day) via an implantable pump for intractable spasticity and cerebral palsy. It was reported the patient came in for an elective replacement indicator (eri) pump replacement. They requested a catheter replacement because the pump hasn't been "helping like it used to". Pre-op catheter access was performed with no flow. The catheter was discovered to be severe/snapped at the connection site. The intrathecal portion was not accessible to remove and remained in the spine. The issue was resolved at the time of this report.